Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the symptomatic patient presented to the clinic. Patient is pacer dependent and was experiencing pauses in pacing. A fracture and noise on the ventricular channel were observed. An increase in threshold was also noted. Device was reprogrammed and patient was given a lifevest until lead could be revised. Lead was capped and replaced.